Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during an unknown procedure, 'relax pressure on blade' was displayed. After that, the blade was broken off outside the patient when the device was checked by the doctor after it was removed from the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the device was returned with the tissue pad damaged, melted and 100% present. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process